Event description:
Event description guidant received information that these leads, atrial and ventricular, had been implanted for approximately two weeks, when the patient, with second degree heart block, was admitted to the hospital due to not feeling well. No capture was found in the atrium or the ventricle. The device is included in the recent field advisory for failure mode 2, and the technical services consultant recommended checking the device to ensure it was working appropriately.